Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pumps black box data revealed a cs 088 call service alarm. The returned battery and cartridge caps were used to complete the investigation. The pump was exercised for 24 hours on a 1 u/hour basal rate with no cs alarms occurring. During testing, the pump performed the ezprime steps with no cs alarms occurring. The pump case was removed, and no evidence of moisture ingress or internal damage was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.